Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal morphine (concentration 54mg/ml; dose 26.471mg/day) via an implantable infusion pump. Indication for use was non-malignant pain and failed back surgery syndrome. During pump interrogation on (B)(6) 2015 the representative observed a note entered in the patient's pump logs that the pump was empty on (B)(6) 2015. The cause of the empty pump, actions/interventions, patient symptoms, and outcome were not provided. Additional information has been requested but was not available at the time of this report.